Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the catheter was removed from the dispenser hoop without resistance. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however coating damage was evident. The coating was peeling/missing from some areas of the catheter shaft. Force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is determined to be related to handling. (B)(4)

Event description:
Event reportable based on product analysis completed on (B)(4) 2010. It was reported that in preparation for an interventional procedure, when removing a renegade catheter from the dispenser coil, resistance occured. The renegade catheter was flushed with saline and removed from the dispenser coil with resistance. The catheter was flushed again, and resistance was reported. The procedure was completed with another of the same device. No patient complications occurred. The patient condition is reported as "good." However, product analysis revealed the catheter coating was peeled and missing.